Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Event description:
It was reported the insulin pump was returned for an unknown reason. Customer's blood glucose was unknown. No further information reported.